Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the multiple drawers were failed. A field service engineer (fse) found that station was online, however, half height cubie drawer 4 was not detected on the bus, and no lights were present on the drawer boards. The fse shut down the device and attempted to replace the pyxis bus controller board, during drawer 4.2 caused burn to the drawer board and retractor band. Both the drawer board and retractor band were replaced, and the device was rebooted. The drawer was verified to be fully operational, and the customer successfully opened and inventoried it with no further issues reported. The system functioned as intended after field service engineer repaired the device.